Manufacturer narrative:
(B)(4). Unit passed displacement and self tests; it failed sleep current measurement and active current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the current measurements remained high. The high current measurements appears to be due to some problem with pcba1.

Event description:
It was reported that the insulin pump had low battery alarm and failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was calling back after previously completing low battery troubleshoot within 1 week. The device will not be returned for analysis.